Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4196-88 lead (B)(6) 2010; 6947-58 lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient passed out in a parking lot. No therapy was delivered due to a slow ventricular tachycardia that was below the detection rate. A remote monitoring transmission performed the following day indicated that the patient was again near syncope, but the syncope was not related to the device. Approximately four weeks later, the patient was noted to be found pulseless and not breathing. Cardiopulmonary resuscitation was performed and the patient was hospitalized. The device remains in use. No patient complications have been reported as a result of this event.